Manufacturer narrative:
All operating currents were within specification. The unit passed the displacement test, rewind, basic occlusion test, self-test, and after battery change error test. The off no power alarm functioned properly. The no delivery alarm functioned properly during the basic occlusion test. The unit was programmed with multiple test boluses and all boluses delivered properly and were listed in the bolus history screen; there was no bolus anomaly. The motor functioned properly during testing. However, the unit was unable to prime during the prime test due to a faulty force sensor resistor. The unit was unable to perform the occlusion test and excessive no delivery test due to a prime and fill anomaly. The unit had a minor scratched display window, a scratched case, a scratched reservoir tube window, and a cracked reservoir tube lip. The motor was tested outside of the device and passed.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was between 300 and 500 mg/dl. The customer treated with a manual injection. The customer completed troubleshooting and during hte high pressure test the device did not alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.